Event description:
It was reported that the pt underwent distal catheter replacement due to chronic cerebrospinal fluid leak at the catheter insertion site. Leakage was evident around the catheter insertion site, not caused by a break in the catheter. Per the reporter: "pt is unharmed".

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.